Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited the air/water cylinder, the air/water tube, the jet tube, the plastic distal end cover and the adhesive on bending section cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. There was no report of deformation, damage at locations with foreign material remained. Olympus raised a possibility that anti-foaming agent including simethicone remained at the air/water cylinder, air/water channel, and auxiliary water channel. Olympus does not recommend use of simethicone. There is a risk that simethicone remains even by proper reprocessing in accordance with IFU. It's likely the reported fault was likely a result of insufficient reprocessing. A definitive root cause cannot be determined. Suggested event 2,3 are detectable by handling device in accordance with the following IFU. Operation manual chapter 3 preparation and inspection user may be able to prevent suggested event 2 by handling device in accordance with the following IFU. Reprocessing manual chapter 5 reprocessing the endoscope user may be able to prevent suggested event 3 by handling device in accordance with the following IFU. Operation manual_ insertion_ air/water feeding and suction_ air/water feeding warning:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.